Event description:
It was reported that patient had one port replacement on the (B)(6) 2011. The patient weight loss was consistent. The clinic is currently involved in (B)(4). It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.